Event description:
Boston scientific received information that at the implant procedure of this right ventricular lead a high pacing impedance of 3000 ohms was noted when the lead was connected to the initial generator. When connected to a second generator, normal measurements were noted, and the lead remains implanted with the second generator. The high impedances were thought to be due to an issue with the initial generator's setscrews. No adverse patient effects were reported. Analysis was completed on the initial device and no anomalies with the setscrews were noted, nor could the field observation be confirmed or reproduced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.